Event description:
The hospital reported that at the completion of an endoscopic vein harvesting procedure using the hemopro 2 device, it was observed that the ring at the end of the hemopro 2 extension cable had been broken into two pieces. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. (B)(4).